Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge via paddles on a patient. There is no information available yet regarding the outcome for the patient.